Event description:
It was reported that the procedure was performed to treat a severely calcified lesion in the left anterior descending (lad) artery. A 3.5 x 38 mm xience skypoint drug-eluting stent (des) was successfully implanted at the lesion; however, during post dilatation, with delivery catheter of the implanted xience skypoint, at 17 atms [above rated burst pressure (rbp)] a perforation was noted. Remedial actions were attempted; however, the patient was noted to expire. Per the physician's opinion, the death was not due to the use of the xience skypoint nor post-dilatation with the delivery catheter and was deemed to be caused by user error. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of death, perforation and cardiac failure are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. It should be noted; per the physicians opinion the death was not due to the use of the xience des nor post-dilatation with the delivery catheter. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6 medical device problem code: 2017 - above rbp.